Event description:
The patient was being transferred from the bed to the wheelchair. During the transfer, the patient was dropped to the floor from the maxi 500 hoyer lift when a pin dislodged from the device and caused the patient to fall.